Event description:
Ous MDR - since the implantation the patient has not come for any routine follow ups. On the (B)(6) 2014 the patient was hospitalized after receiving inappropriate shocks due to noise on the rv lead. The technical parameters of the leads: rv lead: pacing threshold- 0.7/0.5 [v/ms] ; r wave- 5.9 [mv] ; lead impedance- 548. Ra lead: pacing threshold- 1.5/0.5 [v/ms] ; p wave- 0.9 [mv] ; lead impedance >3000, we noticed a stable rise of the lead impedance during the past few months.

Manufacturer narrative:
On 5/27/2015; update 17. Nov 2014: please note that the patient did not arrive at all (for 7 years) for follow ups since the implantation (on the (B)(6) 2007) and until the event itself. The lead under complaint was not returned for analysis.